Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry distance vision. Clinical reason being mentioned as unable to handle panoptic lens. The iol was explanted and exchanged for a noncompany lens in the secondary implant procedure. There was no further impact to the patient. Additional information was requested, but no further information was available.